Event description:
A user facility medwatch reference # (B)(4) was received stating that: "pressure transducer failed 3 times during pre-use check. Flow transducer failed 1 time during pre-use check." (B)(4).

Manufacturer narrative:
(B)(4). The ventilator was investigated by our field service engineer (fse). No parts were replaced. In discussions with the customer, it was agreed that the problem was caused by an improperly dried expiratory cassette. The customer has instituted guidelines for assuring that the cassettes would be properly cleaned and dried before returning to use. The user¿s manual states that checks should be performed that there is no excess water in the expiratory cassette.

Event description:
(B)(4).